Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after a procedure, the patient had returned to the hospital with bleeding around the staple line. No reoperation was performed. However the patient has undergone a transfusion and extended hospital stay. There were no issues with the staple line during the initial procedure. No other known adverse events reported. Additional information has been requested from the reporter; should additional information be received, a supplemental will be submitted.